Event description:
It was reported that during commissioning by getinge engineer, the new cardiosave intra-aortic balloon pump (iabp) safety disk failed the membrane test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during commissioning, the new cardiosave intra-aortic balloon pump (iabp) safety disk failed the membrane test.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. The getinge engineer that encountered the issue replaced the safety disk test to resolve the issue. All manifold tests passed. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received a safety disk with a reported unit failure of an out of box failure. Failed membrane differential pressure test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Part was out of tolerance for the membrane differential pressure test and failed. Fat verified the reported failure but no root cause determined. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Event description:
It was reported that during commissioning by getinge engineer, the new cardiosave intra-aortic balloon pump (iabp) safety disk failed the membrane test. There was no patient involved.